Event description:
Nursing home resident slipped down in bed and put head through the 2 spokes of bed rail and was unable to free self. Attempted use of vaseline to help; unsuccessful. Rail had to be cut by security. No apparent harm to pt.